Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer states that it is believed that the failure occurred due to the handling of the client. Additional possible causes for the reported event is are follows: malfunction of the cable (around the scope anti-bending periphery) . Malfunction of the r cable u . Malfunction of 3hd plugs u . R foxtail millet u failure". There was no history of repair. A DHR review was performed and no abnormalities were noted.

Manufacturer narrative:
The device was returned to the service center for evaluation. A visual inspection was performed on the received device and found a puncture on the device cable. The printed circuit board was noted to be damaged. The device¿s image quality was checked and noted a yellowish image due to a damaged charge-coupled device (ccd). The device was repaired and returned to the customer.

Event description:
The service center was informed that during an unspecified procedure, the camera did not display an image and the image would not white balance. It is unknown if the intended procedure was completed. There was no patient injury reported.